Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. It was stated that the customer woke up being sick and the glucose reading was 24.9 mmol/l. It was stated that the customer treated with an insulin pen. It was stated that the customer changed the infusion set the day before the event. Troubleshooting was performed. It was stated that the customer bolused and received a no delivery alarm. It was stated that the customer changes the infusion sets every three days. Ran a fixed prime and insulin exited. Performed a self test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.